Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a lad lesion. Lesion exhibited 90% proximal lad stenosis with no tortuosity or calcification. The lesion was not pre-dilated. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. No resistance was noted while advancing the device. The device was not moved or re-positioned in the lesion prior to bursting on the first inflation at 3 atms. No sudden drop in pressure, just would not hold pressure and contrast seen coming from balloon. Attempt to rapidly inflate balloon, failed to expand stent. Stent and balloon both stuck and could not be removed. Balloon could not be withdrawn and guide catheter advanced up to stent and forceful traction was applied which separated the shaft. Distal shaft and balloon removed at time of emergency CABG. Patient is recovering from cagb. Rep will check if cine available. At present, hospital does not want to release the device, but has no issues about company coming to examine it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.